Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient noticed that the cgm sensor was giving her low reading, so she ate food and drank juice to increase her glucose but still the reading said low. She was scared because of this so she decided to call an ambulance. When the ambulance personnel arrived, cgm was still reading low so they checked the patient's blood glucose, and it was high (no value reported). The patient was taken to the hospital at 11pm that night, there the bg reading was 370 mg/dl and the cgm still was reading low. The patient was treated with IV insulin fluids. The patient stayed during the night and was released the next day after the blood glucose was normal. The patient did not experience any symptoms during the time of the event. At the time of teh report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.